Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Prior to connection the lead exhibited normal measurements via pacing system analyzer (psa). The lead was then secured via the suture sleeve and upon connection to the device, high out-of-range pace impedance measurements were observed. The lead was reconnected several times with no change in measurements. The lead was then re-tested via psa and continued to exhibit abnormal pace impedances. Suspecting lead fracture, the physician extracted and replaced the lead with another. No further issues were observed and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.